Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a primary total knee procedure a black plastic piece from the femoral impactor pad broke off while the surgeon was impacting the femoral component while cementing. The piece that broke off was on the side of the impactor pad. This did not extend effect the procedure or add any delay and the surgeon was able to finish the procedure with the same instrumentation.